Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The caller reported that they were having issues with the sensor. The readings were way too high. They were having sensor discrepancies. The customer¿s blood glucose during the reported event was 600 mg/dl while their sensor glucose was reading at 306 mg/dl. Troubleshooting was performed. The customer stated that insulin delivery was suspended due to sensor glucose values. The sensor glucose value that triggered the suspend event was 80 mg/dl. The suspend on low limit in the sensor setting was 80 mg/dl. They declined to troubleshoot for the high blood glucose. They did not mention any form of treatment for the high blood glucose. The insulin pump and sensor will both not be returned for analysis.